Event description:
Philips received a complaint by the customer on the v60 indicating that at the time of a standby mode, the device did not start ventilation again even though the patient put on a mask and did spontaneous respiration. They ensured that there was no problem with the operation of the ventilation triggered by the detection of spontaneous respiration at the time of ventilation. They were wondering if the device had a failure in detecting spontaneous respiration at the time of a standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and could not duplicate by a test run performed; no abnormality was observed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.